Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump received a motor error alarm and an off no power. During troubleshooting for motor error alarm, customer was able to rewind insulin pump. During troubleshooting for off no power, customer reported of not receiving a low battery alert prior. Insulin pump passed displacement test and manual prime. Customer also reported that insulin pump was damaged due to customer being wrestled to the ground by a special needs family member. Customer states that insulin pump had scratches and dents across display screen and casing. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.